Manufacturer narrative:
The particle was kept by the hospital and sent to their laboratory. According to their report, the microscopic examination indicated that the particle was presumably a piece of plastic that came loose when the spike pierced the bss bottle. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a facility in the (B)(6) stated that during the sculpt phase of a cataract procedure, a white particle came out of the sleeve of the phaco needle. The particle was removed with forceps and sent to the laboratory of the hospital for evaluation. There was no report of injury or consequences to the patient.